Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Clinic reported having a syringe of juvéderm ultra xc where it snapped off when the nurse was injecting. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Additional information: while applying pressure to the syringe during injection, the needle flew off from the syringe. The packaged needle was not used. There were no injuries.